Manufacturer narrative:
(B)(4). The device has been received. Investigation is not yet complete. A follow-up report will be submitted with all relevant additional information.

Event description:
It was reported that the target lesion was located in the distal left circumflex artery (lcx) with heavy tortuosity and heavy calcification. The 3.0 x 15 mm voyager nc balloon was advanced for post-dilatation of an unspecified stent. Resistance was encountered with the vessel during advancement to the lesion. When positioned at the lesion, up to 18 atmospheres (atm) of pressure was applied to the balloon; however it could not be fully dilated, even after several attempts. A balloon rupture was suspected. The device was retracted and resistance was also encountered with the vessel during retraction. The device was exchanged for at 3.0 x 15 non-abbott balloon to complete the procedure successfully. The final patient outcome was satisfactory. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned and analyzed. The reported rupture could not be confirmed. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed and the analysis of the returned device, there is no indication of a product deficiency.